Event description:
According to the available information the indwelling catheter could not be removed, and it was impossible to empty the balloon despite flushing and cutting the catheter. The gynecologist was forced to puncture the balloon with an epidural needle under ultrasound.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find any other complaints on the same defect regarding the lot number 9875977. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find any others complaints for the same defect regarding the lot number 9875977. The defect of balloon issues is known and closely monitored. No corrective action will be implemented as our trend is not increasing and the threshold is not exceeded. A risk management file evaluation was performed based on the hazardous situation: catheter withdrawal is impossible (or with difficulty). The evaluation has shown that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user.

Event description:
According to additional information received, the catheter was inserted on the same day as the incident, 24 may. The device was tested prior to insertion and no lubricant was used when placing the catheter. The balloon was inflated with 10 ml of eppi. The catheter was placed following abnormal bleeding for a period of 2 to 3 hours. No underlying pathology was known. The department had to pierce the balloon by inserting an epidural catheter inside the catheter, so the patient had to remain in the gynaecological position during the procedure. The procedure was unpleasant, requiring repeated vaginal examinations. No new catheter was inserted.